Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. During troubleshooting with tandem technical support, both alarms were cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.